Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the twinfix ultra broke and it was entirely removed by the surgeon. The procedure was completed with no delay using a back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).